Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 04/17/2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose greater than or equal to 600mg/dl with no symptoms associated with loss of prime. Reportedly, the patient remained on the pump and received phone advice from their healthcare provider regarding treatment; the patient self-treated with insulin via their pump. During troubleshooting with customer technical support (cts), it was revealed that a cartridge from another box was not used. The pump emitted multiple loss of prime warnings while cartridges from the same box were in use. The patient¿s healthcare provider made recent changes to their basal rate and bolus settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime.